Manufacturer narrative:
(B)(4). A sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) of an administration set that would not flow after having filled the reservoir. The drug, privigen, an ivig product, did not flow further into the tubing while attempting to prime the set. There was no patient nor medical intervention involved with this incident. No additional information is available. This is report 16 of 16 of the same reported problem from this facility.